Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that there was movement when the mayfield modified skull clamp (a1059) was locked. There was also little to no resistance when trying to lock. The facility has not reported if there was patient involvement, injury, or surgical delay relative to this event.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR shows no abnormalities related to the reported failure. Failure analysis: investigation of the returned unit showed that the unit lock had both rotational and lateral movement but a residue buildup was present. New components were added to replace worn internal parts; general maintenance and cleaning performed. Root cause: device was received in used condition. The unit lock had both rotational and lateral movement but a residue buildup was present. The reported complaint was confirmed. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a